Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller was confirmed via analysis of the returned controller. The returned system controller (serial number: (B)(6) ) was disassembled to inspect the internal components and a green fluid substance consistent with fluid ingress was observed on the controller¿s main printed circuit board (pcb); however, no damage related to fluid ingress was observed on the pcb components. The outer jacket was then removed from both system controller power cables revealing that a green fluid substance was coating the underlying protective layers and the shielding. The protective layers and shielding were removed, and fluid ingress was observed on the wires of both power cables. The observed fluid ingress did not affect the functionality of the controller during testing. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 756 days of data (29mar2019 ¿ 22apr2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23feb2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's clinic visit, it was noted that the patient's controller had "green fluid coming from where the driveline enters the controller". No alarms were noted. The patient's modular cable and controller were both exchanged successfully in the clinic.